Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the right ventricular (rv) lead channel. The patient reported experiencing symptoms from the loc. No additional adverse patient effects were reported. This device remains in service.